Event description:
It was reported that the user experienced a lowest blood glucose of 44 mg/dl, treated the low successfully, and expressed concern given atypically low values amid recent stress and reduced food intake; meal announcement confusion was discussed, and no device-specific problem or component issue was identified due to insufficient information. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that no findings were available and that there was insufficient information to identify a device-related problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.